Event description:
"During a surgical procedure (trans urethral resection of bladder tumor), the plastic tipped flute of the resectoscope broke off in the pt's bladder. The surgeon was able to retrieve 2 broken pieces from the pt/ device usage problem. Device failed (e.g. Broke, couldn't get it work or stopped working)". The pt condition is satisfactory, there is no injury to patient.